Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). It was reported the patients blood glucose level rose to 575 mg/dl and once at the hospital the patients blood glucose had rose to over 1426 mg/dl. Symptoms reported include hyperglycemia and loss of consciousness. The patient was admitted to the intensive care unit (ICU). The patient was treated with intravenous fluids . The patient was prescribed insulin. The patient was released from the hospital after 5 days in intensive care and a total of 9 days in the hospital.